Event description:
According to the reporter, during laparoscopic lung resection procedure, the device was unable to fire. Another device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.